Event description:
The customer reported that insulin was leaking from the reservoir. The customer stated that the reservoir was tossed out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.